Event description:
It was reported post op an adjustable band procedure, the patient returned for routine adjustment, and was not losing weight or feeling restricted. On investigation, it was discovered that there was a leak in the band. The band was removed and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent:09/15/2009. Information anticipated, but unavailable at this time.